Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified superficial femoral artery. During advancement of an unknown delivery catheter over a versacore guide wire it was very tight. During removal of the devices after use, outside the anatomy, there was difficulty removing the guide wire from the catheter and the coating started peeling off. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported difficult to position and difficult to remove was confirmed as well as the stretched coils which was inadvertently reported as peeled polymer. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Event description:
Returned device analysis revealed the core was separated and the coils stretched out. The entire guide wire was returned. No additional information was provided.